Event description:
A surgeon reported that the system stopped due to an "error" during surgery. The physician changed systems to complete the case. There was no harm to the pt.

Manufacturer narrative:
Technical services checked the system after the surgery and found that the inside of the system was wet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).